Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that on (B)(6) 2024 they were at an exercise class (different modalities; strength training, cardio, balance, fall prevention). They said that when they were practicing fall prevention, they were squatting on a foam box and the third time they performed that move, they started experiencing sharp pain on the right side of vagina, intestines and rectum. They said that it hurt to walk and to sit on the left side. They said that the pain was really uncomfortable. They called healthcare provider office at the end of that week ((B)(6) 2024) and was told that someone would get back to patient however no one did called them back. They were scheduled for an appointment the beginning of the next week ((B)(6) 2024). They then said that they had an x-ray on (B)(6) 2024 and a pelvic scan on (B)(6) 2024. They said that they had a follow up appointment on (B)(6) 2024 and that is when the healthcare p rovider reviewed the results from the imaging and told patient that one of the pins from the initial insertion in 2021 was left in them and had migrated down into their pelvis, right in front of their pelvis. They said they were scheduled for laparoscopic/robotic surgery to remove the pin on (B)(6) 2024. They also said that their proctologist was involved in the procedure to make sure that there weren't any injuries to the pelvis. They said that the pin was sent to analysis and there weren't any issues with the pin.